Manufacturer narrative:
The insulin pump passed the displacement test, displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Possible under delivery anomaly not confirmed. A basal was set for 2 units/hour for 12 hours a day for 48 hours and delivered successfully with pump matching reservoir amount. Insulin pump started with 236.6 units and after 48 hours units left were 187.6. Units delivered over 48 hours was 49 units. Units started with: 236.6 basal rate: 2 units/hour 12pm to midnight for 48 hours units expected after 48 hours: 188.6 units actual:187.6 additional information has been received which was not included with the initial report. The information has been provided with this report.(B)(4).

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl at the time of incident. The customer¿s current blood glucose value was 160 mg/dl. The customer did not experience any symptoms due to high blood glucose. The customer treated high blood glucose with shots. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does allege pump was under delivering because he was not getting basal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump passed high pressure test. The insulin pump will be returned for analysis.